Manufacturer narrative:
The manufacturer is reporting the following complaint after a voluntary review of all complaints (reportable or not) since 2016. This report is being filed now, after being scrutinized under a newly revised risk matrix, recently adopted after inspection. The customer notified cardioquip that a patient was involved during the malfunction although no patient information was communicated. Cardioquip's investigation determined that one of the device's kt7s were out of calibration, causing the malfunction. After the damaged component was replaced, the device passed a final inspection, and is fully operational.

Event description:
Customer reports temperature differential alarm.